Manufacturer narrative:
Additional information : section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded monocular intraocular lens (iol) with model zcb00 displaced inferionasally. Surgeon had to cut out and use backup lens with model za9003 in same surgical procedure. Sutures were required, after a new lens, the patient recovered without issue. Additional information revealed that the surgery proceeded normally with lens removal. The capsular bag was re-inflated with viscoelastic and the capsular bag was intact. The zcb00 lens was placed in the eye using a shooter and allowed to unfold in the capsular bag. The inserter was not advanced into the anterior chamber. A kuglen hook was used to push the trailing haptic from the anterior chamber into the capsular bag, and a tear in the posterior capsule was seen with the leading haptic going through the tear. Iol was brought back into the anterior chamber and removed from the eye by cutting each lens into three pieces and replacing them with a three-piece sulcus lens. Patient has been referred to a retina specialist for evaluation because the sulcus iol dislocated. Appointment is scheduled for 9/14/2023.no further information is available.